Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she removed the insulin pump to go swimming and left it in a backpack in the shade; when she attempted to treat with a bolus afterwards, the numbers would keep scrolling and eventually she received a button error alarm which was unable to clear. Blood glucose value was 121 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.